Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 700 mg/dl and diabetic ketoacidosis. Customer¿s current blood glucose value was 240 mg/dl. Customer¿s blood glucose value when admitted to hospital was 707mg/dl. The customer was wearing the insulin pump during the hospitalization. The drive support cap appears normal. Customer declined to troubleshoot for bent cannula. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test. Unit received with cracked case at display window corners, cracked reservoir tube lip and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was clarified that the customer was assisted with troubleshooting their insulin pump and the device passed the test results but the customer lost confidence in the insulin pump and decided to return the product for analysis.